Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter at the tip of nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigations: the suggested event, ¿a foreign material in the nozzle of the distal end section¿ was confirmed. Therefore, the device did not meet its specifications or function. It could not be specified. What the foreign material was nor the root cause of the remaining foreign material. It was unknown. If the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed. That the section of the device with the foreign material residue had no deformation. No further information could be obtained. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3: ¿preparation and inspection¿: describes, how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5: ¿reprocessing of the endoscope (and related reprocessing accessories)¿: describes, how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.